Manufacturer narrative:
Corrected data: upon further review of the file it was noticed that initial report submitted in report # 2648035-2021-07419 had codes that were inadvertently chosen incorrectly. The health effect impact code of 2199 is incorrect. It should be 4631 and 4632. Also, health effect clinical code of 4582 is incorrect. It should be 4581. As well, medical device problem code 1069 - break. The correct code to describe the reported issue is 1261 - material fragmentation. This report is being submitted to correct the errors. Fields below updated: section h6: health effect impact code: 4631, 4632. Section h6: health effect clinical code: 4581. Section h6. Medical device problem code: 1261 - material fragmentation. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Phone: (B)(6). Device evaluation: product testing could not be performed since the product was not retuned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that there was a non conformance but this is not related to this complaint. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptic leg was stuck in injector, detached from lens. Lens was implanted and after that removed and replaced from patient's eye. This happened twice to same patient with two different lenses during same procedure. No further information available. This report captures the second of the two lenses a separate report is being submitted for the other lens.